Event description:
Consumer reported upon removal of a tampon that the string separated from the pledget, leaving it inside her vaginal cavity. She reported that if she was not able to manually remove the pledget then she would seek medical assistance. She did not report any adverse health effects. The consumer disconnected the phone call early. An attempt was made to obtain further information regarding the consumer¿s use of the product and outcome; however, the contact information provided by the consumer was not valid and the consumer did not call back. Therefore, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release.